Manufacturer narrative:
Device used for treatment, no diagnosis. Additional narrative: this reporter is for an unknown screw/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, brunner, a., et.al "the dorsal tangential x-ray view to determine dorsal screw penetration during volar plating of distal radius fracture," 2015;40(1): 27-33. (B)(4). A study of patients between january and december 2012 with distal radial fractures that were implanted with variable angle locking compression plates and screws (synthes, (B)(4)). The study examined if there was lessened incidences of screw penetration if the distance between screw tip and the dorsal cortex was measured with imaging and corrected during surgery if needed. Twenty-two patients were studied, 4 men and 18 women ranging in age 25-79 years with a mean of age 58 years. Nine patients had right and 13 has left dorsally displaced fractures. During surgeries it was found that (B)(4) screws perforated and required changing prior to the completion of the surgery. This report is 1 of 1 for (B)(4). This report is for an unknown screw. This report is for one (1) device.